Manufacturer narrative:
H6: type of investigation codes included.

Manufacturer narrative:
H6: added codes for 'type of investigation'. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore through a post-market clinical follow-up (pmcf) survey (part of a quantitative market research study) that the following unanticipated problem was encountered when using gore® viabil® biliary endoprosthesis for malignant strictures: percutaneous: hydrops gallbladder. It was additionally reported by the physician that the device was not placed correctly. The drainage holes were too high, with the covered part of the stent graft obstructing the cystic duct which created a blockage with hydrops gallbladder as the result. The patient suffered from fever leucocitosis and right flank pain and needed drainage. The record ID is: (B)(4). 2203-a: other for use with ¿hydrops gallbladder, fever, leukocytosis and right flank pain¿.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the case study number. Date of event was requested, but not provided, therefore the date the study questions were answered will be used, october 21, 2021. Review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. Code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description. This event was previously not reported but was reevaluated. Hydrops gallbladder was the result of an obstruction/blockage and determined to be related to cholecystitis, which involves bile buildup due to blockage. Cholecystitis with the device placed across the cystic duct which requires a second procedure (i.e., drainage) to resolve is reportable. The investigation has been completed.¿based upon the totality of the information received over the course of the investigation the following conclusions and investigated codes have been reached. All pertinent information requested may not have been received. In the absence of additional information this event file will be closed with the information provided. The instructions for use state, ¿the gore® viabil® biliary endoprosthesis should extend at least 2 cm proximal and distal to the margins of the stricture. Positioning should not result in excessive length into the duodenum, approximately 1 cm is recommended. A guidewire with radiopaque markers at known intervals can be used to assist in these measurements. Mapping out the biliary tract cholangiographically is also necessary to determine whether a branch duct may be excluded by placement of the endoprosthesis. Based on the likelihood of excluding a branch duct, a gore® viabil® biliary endoprosthesis with transmural drainage holes may be selected to decrease the probability of branch duct exclusion. Delivery of the endoprosthesis should be performed using fluoroscopic guidance, and proper endoprosthesis placement and patency should be confirmed using cholangiography immediately following deployment.¿ it should also be noted that complications associated with the use of the gore® viabil® biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm / sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any transhepatic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section e1 initial reporter information.